Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 3 years, 9 months and 28 days post-implant of a 23mm sapien 3 ultra valve in the aortic position, the 23mm sapien 3 ultra valve was explanted and a 21mm inspiris resilia valve was implanted. The reason for explant is unknown.